Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the distal segment was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. Continuation of concomitant: dtba1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that there was an apparent lead fracture of the right ventricular (rv) lead. The rv lead had triggered a rv lead noise warning, a lead integrity warning, a rv bipolar lead impedance warning, and a rv tip to rv coil lead impedance warning. It was noted that the lead integrity alert was triggered due to two or more high rate non-sustained episodes and sic (sensing integrity counter) counts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.